Manufacturer narrative:
The evaluation codes are corrected in this report. Explant date is added to the report.

Event description:
Additional information received identified that the patient failed to recharge the ipg for the past 6 months. Therapy was restored post-procedure.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient's ipg was depleted. Manufacturer representative accessed the ipg and confirmed the ipg was inoperable. As a result, surgical intervention was undertaken to have the ipg explanted and replaced (B)(6) 2018.